Manufacturer narrative:
Retained testing performed at ocd was satisfactory. The customer's complaint was not verified. No definitive root cause was determined for the false positive reactions obtained at the customer site. Gel cards performed as expected at the ocd site and no discrepancies were observed between the forward and reverse grouping. Batch record review were within release specifications. Incident is isolated. (B) (4)

Event description:
The customer obtained a false positive reactivity with a cord sample using the mts a/b/d monoclonal and reverse grouping card lot # 041408037-26. The customer indicated that the false reactions occurred in the anti-b and control microtubes. Because the control microtube was reacting, the customer repeated testing using tube method and determined the blood group type was group o, rh positive. The customer repeated testing using the same lot of gel cards and obtained positive results in the anti-b and control microtubes. False negative test results can lead to transfusion of incompatible blood.